Event description:
It was reported that the device failed the user/self test and would not charge defibrillation energy when the charge button was pressed. There was no report of patient involvement with incident.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that in manual mode, user test and energy calibration, the device turns off when the charge button was selected. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.